Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to an internally shorted u608 component on the ca board, causing no display. Upon investigation the monitor was unable to pass essential performance testing. The root cause for the short u608 component could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.